Event description:
"Programming error occurred when rate change attempted on insulin drip from 4 units to 6 units per hour. Programmed changed volume to be infused instead of rate. Patient received 167 units. Blood sugar dropped to 33. Patient recovered with treatment according to d50 protocol." The pump was being used on an intensive care unit patient who was intubated and being monitored. The pump was reported to be infusing insulin, according to the hospital's protocol, and was programmed in the unit/hr mode. On the reported event date at 01:17, the patient's blood sugar was 89. Reportedly when the nurse was increasing the insulin rate from 4units/hr to 6units/hr, the amount of volume to be infused was entered in the rate field and as a result, the patient received 167 units of insulin. The patient's blood sugar dropped to 33 at 01:58 and the patient was administered 50% dextrose (d50), per the hospital's protocol. According to the risk manager, the patient did not have any changes in the neurological status. The patient's blood sugar recovered, after d50 was administered, with the value of 94 at 02:56 and no injury resulted. Though requested by baxter, no additional information was available regarding the concentration of insulin, amount of d10 administered, other medication of insulin, amount of d10 administered, other medications involved, and set up and programming of the pump.